Event description:
Adverse event: "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "lens rotated in the wrong direction" (malposition of device [iol (intraocular lens) implant]). A purchasing agent reported a tear in an intraocular lens (iol). Upon receiving further information, the surgeon reported that when the iol was inserted, it rotated in the wrong direction. While trying to rotate the iol, a posterior capsular bag tear occurred with vitreous loss. The iol was removed and replaced with a different model. An anterior vitrectomy was also performed at that time. The surgeon reported there was no detectable flaw with the initial iol. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic was torn/split/cracked and torn/split/cracked on a post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/28/2010 by fax and mail. A completed questionnaire was received on 05/03/2010. (B) (4). (B) (4). (B) (4).